Event description:
Post biopsy procedure, senorx gel mark clip deloyment malfunction. While injecting clip, the applicator attached to the mammotome probe; therefore, searing off a piece of the plastic applicator. Vacuum suction was applied, a portion of the plastic applicator was retrieved.